Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. There was no impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer. Although confirmation was requested as to whether or not the wall adapter resolved the reported charging issue, it was unable to be confirmed.